Event description:
Customer called to report that the coulter lh780 hematology analyzer was leaking blood onto the counter. Customer stated that no one was harmed by or exposed to the fluid/blood, and that patient samples and results were not affected. On the same day, the field service engineer (fse) inspected the instrument and found that the drain tube from the differential mixing chamber had popped off. The fse replaced all the tubing at the differential mixing chamber, then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).